Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that an outflow obstruction was suspected. Patient information and labs were also provided. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2022 / lot #: 17091464-0663 UDI #: (B)(4), d6a: implanted date: (B)(6) 2020 d9: no h4: mfg date: 01-nov-2017 h5: yes h6: patient ime code(s): e0133, e1621, e0127 h6: imf code(s): f2303, f2203, f08, f12 h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infarcts seen on computed tomography angiography (cta) were suspected to be embolic. The patient underwent a right heart catheterization which revealed normal filling pressures and no speed changes. An echocardiogram revealed high velocities in the outflow graft; an outflow obstruction was suspected. An additional cta was performed with non-specific findings. The patient was discharged after eleven days of hospitalization.

Manufacturer narrative:
A supplemental regulatory report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. This comp laint is associated with a clinical adverse event. Log file analysis revealed that the pump's power consumption was within the normal operating range within the analyzed period. No alarms were logged leading up to (B)(6)2021. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced a stroke associated with right arm, leg and face numbness and weakness. Of note, the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was therapeutic. Of note, a brain/head computerized tomography (CT) scan showed a small lacunar infarction in the upper mid to posterior left frontal lobe. The patient's symptoms were improving and they received anticoagulants. Additional information received from the site indicated that the infarcts seen on CT were suspected to be embolic. Of note, the patient underwent a right heart catheterization which revealed normal filling pressures and no speed changes. An echocardiogram revealed high velocities in the outflow graft; an outflow obstruction was suspected. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A supplemental report is being submitted for correction and additional information. Correction: b1. Adverse event or product: change from adverse event to adverse event & product problem b5. Describe event problem: event description was updated h6. Device codes (fdd/annex a):a1412 product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a slight decrease in estimated flows beginning on 07/sep/2021 and two (2) low flow alarms were logged on 08/sep/2021. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced a stroke associated with right arm, leg and face numbness and weakness. Of note, the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was therapeutic. Of note, a brain/head computerized tomography (CT) scan showed a small lacunar infarction in the upper mid to posterior left frontal lobe. The patient's symptoms were improving and they received anticoagulants. Additional information received from the site indicated that the infarcts seen on CT were suspected to be embolic. Of note, the patient underwent a right heart catheterization which revealed normal filling pressures and no speed changes. An echocardiogram revealed high velocities in the outflow graft; an outflow obstruction was suspected. It was further reported that the patient had presented with recent drop in flows, and it was stated that the patient had little oral intake recently as well. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented with a recent drop in flows and recently had little oral intake.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to experiencing a stroke associated with right arm, leg and face numbness and weakness. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was therapeutic. A brain/head computerized tomography (CT) scan showed a small lacunar infarction in the upper mid to posterior left frontal lobe. The patient's symptoms were improving and they received anticoagulants. The vad remains in use. No further patient complications have been reported as a result of this event.